Manufacturer narrative:
The polaris spectra system control unit (scu) was returned for analysis. Functional testing found that the scu was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was found during servicing that the positioning sensor unit (psu) led indicator lit up. It was noted that the issue was resolved upon replacing the psu.